Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with postprandial hyperglycemia after reconnecting an ilet system that had undergone a factory reset, including a reported low near 30 mg/dl treated with juice and glucose tablets and subsequent hyperglycemia above 400 mg/dl for which the user self-administered 30 units of humalog; the user believed ilet meal dosing was insufficient, and no alarms were reported. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute complications. Outcomes included transient impact on blood glucose control without hospitalization or professional medical intervention. Investigation included customer support troubleshooting and education, including counseling that ilet insulin delivery is conservative following a factory reset, and escalation for clinical follow-up on fluctuating glucose and meal dosing. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the post-reset conservative algorithm behavior considered a potential contributor to elevated postprandial glucose; user-administered large corrective insulin dosing was noted. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.